Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen has two large black dots on it and cannot be read. Customer also indicated that there are scratches on the screen and the bars for the battery cannot be seen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 285 mg/dl at the time of incident. Troubleshooting was done for screen but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked lcd window and cracked bleeding lcd glass. Unable to perform displacement test due to lcd damage. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.